Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had thresholds which rose to high levels and had sensing integrity counts(sic). The clinic will monitor the lead which remains in use. The patient was a participant of the (B)(6) study. No patient complications have been reported as a result of this event.